Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue and to correct and clarify information that was provided in the initial medwatch report. Information provided in b3 and b5. Corrected information provided in b5.

Event description:
Additional information was received from the user facility regarding the reported event (device displayed an e033 error code repeatedly): the intended procedure was a therapeutic laparoscopic cholecystectomy. Reportedly, the device was inspected prior to the procedure, but no error message appeared at that time. Correction to information provided in the initial report: the intended procedure was successfully completed using another device. The intended procedure was not completed using the same device, as was previously reported in the initial medwatch report.

Manufacturer narrative:
Upon inspection and testing of the returned device, the reported issue (e033 error code) was not confirmed. Also, an e006 error code was not observed during device evaluation. An e006 error code was not reported by the customer; however, it was listed in the error logs. Since it was listed in the error logs with incorrect timestamp, it cannot be determined when exactly this error occurred. In addition, service observed that an e622 error code was displayed intermittently due to defective motherboard. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that an e006 error cooccurred due to following: 1. An increasing tissue deposit on the electrodes. 2. Increased contact resistance due to poorly or inadequately inserted contacts on the conveyor or the connecting cable. 3. Increased contact resistance due to defective contacts on the conveyor or the connecting cable. 4. The instrument is in a gas bubble during activation. However, a conclusive root cause could not be determined. Based on the results of the legal manufacturer's investigation, an e033 error occurs if there is an internal hardware error. It is likely that an e622 error occurred due to operating the device below the permissible operating voltage or due to software that starts the power-down routine too late in the event of a minimal operating voltage supply. Per the legal manufacturer, these defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
An olympus field service engineer (fse) reported on behalf of the customer that the subject device displayed an e033 error code repeatedly. The reported event was found during an unspecified procedure while operating in thunderbeat modality. Reportedly, the customer switched over to standard monopolar and bipolar modality and the device worked fine. The intended procedure was completed using the same device with a delay of fifteen minutes. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. During device evaluation, an e006 error code was observed while reviewing the error logs. This report is being submitted for the malfunction found during device evaluation (e006 error code).